Event description:
The customer contact reported "sparks." The device was returned to the materials management department with an unsigned note that said "device not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility while connected to ac power, sparks were noted near the bottom and back of the device when the device was moved. The ac power cord was also noted to be melted on the bottom of the female end of the ac power cord that plugs into the back of the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.